Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Result: the distal detachment tip (ddt) was fractured off the tip of the pusher assembly. The pet-lock was still intact, indicating that detachment with the detachment handle was not attempted. Conclusion: the complaint has been evaluated. The compliant indicates that the penumbra coil 400 was advanced and retracted from the catheter multiple times before the physician noticed that the coil had unintentionally detached inside the catheter. Evaluation of the returned device confirmed that the penumbra coil 400 was detached from the pusher assembly. The penumbra coil 400 detached due to a fracture of the ddt from the distal tip of the pusher assembly. The ddt functions to hold the coil proximal constraint sphere in place with the coil pull wire. This issue was caused by force exerted on the pusher assembly in excess of the tensile strength of the material, eventually causing the ddt to fracture from the pusher assembly. There was no resistance noted in the description of the complaint; however, this type of failure is associated with excess force used to overcome resistance during coil retraction. Based on the evaluation of the returned device, there is no evidence of a device malfunction. The penumbra coil 400 devices are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastro duodenal artery (gda) using a penumbra coil 400. During the procedure, the physician advanced a penumbra coil 400 into and out of a catheter and found that the penumbra coil 400 unintentionally detached inside the microcatheter. The physician used the pusher wire to advance the penumbra coil 400 into the target vessel. The procedure continued with two more penumbra coil's 400. There was no report of an adverse effect on the patient and the patient's condition was well post procedure.